Event description:
It was reported that while stimulation was turned on, no stimulation sensation occurred. There was no known accident or incident related to this complaint. The patient fell 6 months ago but the implantable neurostimulator (ins) continued to work until 2 months ago. Current impedance measurements were normal. Therapy measurement was 1504 ohms, 111ua. Electrode impedances indicated that there was no second lead even though the ins was programmed for 2 leads. The ins was programmed as such: 0-, 1-, 2+, 3+, 4.5 v, 450us, 85hz. The patient used ins only about 25% of the time to address angina pain. Palpating did not cause stimulation changes. Impedance measurement read the following: 0,1 13995 ohms (possibly a mistake, might be 1395 ohms) 0,2 1395 ohms 0,3 1395 ohms 0,4 >4000 ohms 1,2 1395 ohms 1,3 1395 ohms 1,4 >4000 ohms 2,3 452 ohms 2, 4 >4000 ohms all impedances in combination with the 4-7 electrodes were reported to be >4000 ohms. Two days later it was reported that no malfunctions had been seen or cause of issue had been determined. No interventions were taken or planned. No patient impact was reported. No stimulation was stated. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7489, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3550-09, lot# lc3502, implanted: (B)(6) 2005, product type accessory; product ID 3487a-33, lot# j0511677v, implanted: (B)(6) 2005, product type lead; product ID 3487a, lot# j0511677v, implanted: (B)(6) 2005, product type lead. (B)(4).